Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.